Event description:
Procedure: hernia. According to the reporter: the customer reports that in 2009, the pt was booked for laparoscopic incisional hernia repair. No co-morbidities except for advanced age and overweight. During this procedure, an enterotomy occurred, and case was converted to an open procedure. Bowel resection was performed through a midline incision. Surgeon repaired small hernia defect superior to the midline incision with a small piece of polypropylene using an onlay technique. Surgeon then proceeded to repair the primary incisional hernia using parietex composite. Defect was approximately 20cm long and 12 cm wide. Surgeon was aiming for a tension free only repair but was unable to approximate the fascial layers so a bridging technique was employed. Mesh was soaked for one minute and the pre-tied sutures were removed by cutting the knot. Pco mesh was implanted with 2.5 - 3cm overlap of the mesh over the fascial edge. Mesh was fixed to the fascial edge with an 0 or 1 suture on a taper needle. Interrupted suturing was used with a 1.5cm suture pitch. Surgeon felt that the mesh was tension free at the time of closing. The 7mm jp drain was placed lateral to defect. At about five days later, the pt was complaining of nausea. Surgeon could palpate bowel protrusions in the next day, pt was brought back to the or after CT scan confirmed bowel protrusion through the pco mesh. Mesh was exposed and was found to have numerous holes where the sutures had been placed. Bowel was incarcerated at one point. Surgeon noticed a bit of edema, but not much. Surgeon noticed filmy adhesions to anti-adhesion barrier. Mesh was removed and surgeon performed component separation to close the abdominal defect. Surgeon used prolene as onlay for this procedure. At approx 8 days later, the pt is discharged from the hosp. The sample is being sent for evaluation.